Event description:
A malfunction was reported with the pump displaying malfunction code 24, and the device was not resettable. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.